Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the thumb press was detached before use. The returned syringe was examined and exhibited a broken thumb press. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "a visual evaluation of (1) syringe found a syringe that has a broken thumb press. There is also no cap. The syringe nor the plunger do not appear to be bowed. Probable root cause is plunger head caught in dial causing all other plungers to break off until it is removed. Capa666972 was assigned (B)(6) 2018.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe thumb press was found detached before use. The following information was provided by the initial reporter, translated from japanese to english: "the thumb press was detached before use."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe thumb press was found detached before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the thumb press was detached before use."